Event description:
The customer reported the system did not have an image on the monitor. No pt injury was reported.

Manufacturer narrative:
The ge svc rep checked the system and found that the snubber assembly fuse was blown. He checked system to make sure that there was no further compromises to system.